Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was explanted after displaying an unspecified product performance issue. Requests for additional information were made; no additional information has been received. There were no additional adverse patient effects reported.